Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury complaints for code 102 (overdelivery) for the lifecare pca is approximately 2/84/million sets.

Event description:
Overdelivery reported. The pump was set up in the postpartum recovery unit to deliver a pca dose of 5mg morphine. Complete device settings including drug concentration, lockout interval and 4 hr limit were not available. A nurse reported that after one bolus delivery, the pump had delivered 7.2mg instead of 5mg. The pump was switched out. There were no adverse effects to the pt.